Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8225893. Customer states that the hub was detached. The returned syringe was examined and no defects were observed on the sample. A review of the device history record was completed for batch # 8225893 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200774042, 200774003] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that separation occurred with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the pet owner complained the hub was detached. Then veterinary surge open fit the hub and shield to the barrel with force.